Event description:
It was reported by the user site that during a affirm prone biopsy system, 3d patient exam on (B)(6) 2025, there were several instances where the stage was in position for a biopsy but moved un-commanded, to the extent that the needle of the stage arm came out of a patient's breast while being imaged. The user site reported that the handle was described as overly sensitive during usage. No patient or user injuries were reported by the user site. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the stage values for the y-axis and z-axis were fluctuating, leading to targeting issues. Under further investigation, the fse reported that the z potentiometer on device was faulty. The fse replaced the z-potentiometer and then performed all required device calibrations. The fse verified that the device is now targeting properly, and the stage values are no longer fluctuating. No further information is currently available at this time.